Event description:
Dr. (B)(6), orthopedic surgeon is using floseal for his total knee joint procedures. No known side-effects have been reported, from the use of the floseal, however, the concern is the patient's fascial is not healing as quickly as expected. He has had some healing problems in his past few cases, but is pretty convinced that it is from the type of suture being used. He just wants to completely eliminate floseal from the equation. Also, the patient would like to receive some information (if available) on healing duration, with the use of floseal.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the medical assessment.

Manufacturer narrative:
(B)(4). Baxter final medical assessment summary: this is one of five reports ((B)(4) and (B)(4)) received from one orthopedic surgeon who started to use floseal in knee arthroplasties in this spring. In addition, there have been multiple changes in the treatment protocol, by the reporting surgeon, of these procedures including the suture materials, the suture technique, local application of pain medication and steroids. All these changes may have an influence or contribute to healing complications (delays) such as the reported delayed fascial healing. Given that excess product has not been irrigated (user error) the usual postoperative inflammatory reaction may have been augmented by this. Given the multiple simultaneous potential contributing factors, we cannot exclude that the excess floseal has contributed to the delay in fascial healing. A review with reporting surgeon of the floseal IFU (instructions for use) with special emphasis on not applying the product in the absence of blood flow and the need to always irrigate excess product (material not reacted with the blood clot) is recommended. Baxter reviewed the proper application of floseal with the surgeon, emphasizing irrigation of excess product and using floseal in presence of blood flow. This complaint will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: when applied in the presence of active bleeding and in compliance with the recommendations of the instructions for use (including the mandatory removal of excess floseal) the medical device does not induce a delayed healing or inflammatory reaction. Following information is required. A causal relationship will be determined after clarifying the above clinical questions. (B)(4). This is being reported as a conservative measure. A follow-up report will be submitted upon receipt and evaluation of additional information.